Event description:
An accidental over-delivery of insulin was reported after completing the fill tubing step while connected to the pump. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer's blood glucose level was not below 70 mg/dl, indicating no immediate adverse impact. The customer was advised by technical support to contact their healthcare provider for further assistance, as they could not offer medical advice. The customer understood and acknowledged this guidance.